Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens adhesive peeling issue could not be determined, however, the issue was likely due to stress of repeated use, external factors and or user hand handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, section 3.3 preparation and inspection of the endoscope inspection of the endoscope ¿4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoeye flex deflectable videoscope had air/water leakage. There was no report of patient harm. The device was returned, evaluated, and it was found that the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. Water tightness was lost due to a pinhole on the universal cord. In addition to the adhesive around the objective lens being peeled, other evaluation findings are as follows: the bending section cover and the protector of the universal cord on the control section side had scratches; the adhesive on the bending section cover was chipped; the angle knob torque of the forceps elevator/engagement lever at the engage exceeded the standard value due to damage on the forceps elevator lever; and the video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.